Event description:
On (B)(6) 2013 the lay user/reporter the patient's daughter, contacted lifescan to report the one touch select meter was giving inaccurately low readings. The event occurred while the patient was in ghana. On (B)(6) 2013 the sr. Medical surveillance specialist spoke with the reporter to obtain and verify information. Beginning on (B)(6) 2013 the patient obtained blood glucose readings on the reported meter that were low compared to her expected values of 6.0 mmol/l to 8.0 mmol/l; the reporter was unable to provide the specific results that the patient obtained. Based on these low readings, the patient took the action of consuming increased amounts of juices. On (B)(6) 2013 the patient experienced the symptoms of rapid heartbeat and fainting. The patient's daughter took her to the emergency room. The patient's blood glucose level was tested to be 38.0 mmol/l (684 mg/dl) and she was treated with insulin. The patient was admitted to the hospital for three days with a diagnosis of hyperglycemia. The patient managed her diabetes with the oral medication glucophage (metformin). The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia after obtaining low readings on the reported meter, and received emergency medical attention and treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.